Event description:
Blood glucose measured erratic back to back results within 7-8 minutes of each other. It was stated results were 140-150 mg/dl back to back with readings of 77 & 85 mg/dl. No actions taken and no treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.